Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a050502 captures the reportable event of bands misfire.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure. The exact procedure date is unknown. During the procedure, the bands would not fire or misfired two at a time. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in a procedure. The exact procedure date is unknown. During the procedure, the bands would not fire or misfired two at a time. There were no patient complications reported as a result of this event. Additional information received on may 5, 2025: it was reported to boston scientific corporation that a speedband superview super 7 was used in the colon during a colonoscopy procedure. During the procedure, the ligator bands were intentionally deployed, but were fired in an inadvertent or unintentional location. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. Note: it was reported that the speedband superview super 7 device was used in the colon. However, per the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is intended for ligation of esophageal varices and anorectal hemorrhoids and the reported anatomy location is not described in the indications for use (IFU).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050502 captures the reportable event of bands misfire. Block h2 (additional information): block b5, block h6 (device code) have been updated based on the additional information received on may 5, 2025. Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18.